Event description:
Based on the information provided, this case is being reported as a meter malfunction. Patient's meter was set to mg/dl instead of mmol/l. Patient obtained blood glucose of 48mg/dl and did not experience any symptoms based on the readings obtained. Patient increased their insulin based on the (misinterpreted) meter readings. Patient went to the hospital due to the 48 mg/dl. Pt does not recall any readings on the hospital meter. Hospital did two tests that were an hour apart from one another. Md did not treat patient for their blood sugar readings. Patient was told their blood sugar was ok and released. Patient does not ever recall going into the set up mode and by accident changing the unit of measurement. This case is being reported as a malfunction, in case meter setting reverted on its own.